Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determined at this time. The most likely cause for the reported event can be attributed to a buildup of chemical residue in the auxiliary channel of the device causing the water pressure to increase and the water flow to become narrow. As part of our investigation of this reported complaint, on (B)(6), 2015 an endoscope support specialist (ess) was dispatched to the user facility to assess their reprocessing practices. The ess observed the manual cleaning process by the user facility staff and found the following observation: the auxiliary channels were not being flushed during pre-cleaning and the scopes were not properly vented post leak test. The ess also observed that while the sink had a decal, it was filled with water to a non marked line and then enzymatic cleaner was added making the staff unsure of what the proper dilution should be. Additionally, the ess observed the staff place two pumps (ofp) into the sink, pullout a presoaked sponge and then place another pump in the sink. At that time, the ess informed the staff they needed to know what that chemical level was to be able to determine the correct mixture based on the chemical's recommendations. The ess also explained that using too much enzymatic cleaner was not better as it could hamper rinsing, resulting in a buildup of residue and potentially reducing the lumen size of the device. A follow up visit has been scheduled for november 03, 2015 with the user facility's surgical staff to provide the olympus recommended reprocessing training. If additional information is received this report will be supplemented.

Event description:
Olympus was informed during an unspecified procedure with a colono videoscope; the patient sustained a cut and a small blister on the colon wall. It was reportedly caused by a sporactic high pressure water flow from the auxiliary channel of the device. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that it was unclear which of the facility's six scopes was used in the procedure.